Manufacturer narrative:
The customer evaluated the unit and did not reproduce the issue. The unit was returned to service. No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Legal manufacturer: hcs (B)(4). The customer evaluated the unit and did not reproduce the issue. The unit was returned to service.

Event description:
The hospital reported a malfunction at the beginning of a case resulting in loss of mechanical ventilation. The case was canceled. There was no patient injury reported.